Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017 a bedside monitor for bed (B)(4) did not alarm for brady event. The patient category on the monitor had been changed to adult at 08:43:28. This caused a conflict with the piic ix that was in neo category. This was changed back to the neo category at the bedside at 9:01:24. Philips received a call from staff that there was a "brady event" that was not captured because parameters seemed to be in the adult category. At 15:12 there was a yellow alarm, yellow - hr 207>200 violation. Per the staff, at approximately 15:30, "the patient's heart rate was below 80 and it wasn't alarming". It was discovered that the conflict was present again, and the low limit for the hr was 55 (adult) instead of 80 (neo). That patient was moved to another bed. The device was in clinical use. There was no adverse event or patient harm reported.